Manufacturer narrative:
This MDR involves one pt that was implanted with two devices. This report identified as "2247858-2014-00010" - device 1" is for the first device. The separate section de report identified as "2247858-2014-00010" - device 2" is for second device. Device 2 - catalog #: 28m336250362490u; lot #: 140213185; exp date: 02/12/2017.

Event description:
Case report from (B)(6) reported as: "these relay devices were used for treatment of anastomatic aneurysm after previous aortic arch replacement. Abdominal aorta was also replaced by y graft. For the details of both graft are: arch: hemashield 30mm. Abdominal: interguard 16x8. The date of each replacement operation was unk, but it was obvious not to be performed just before this case. As the both femoral artery and iliac artery are shaggy, approaching from the right branch of implant interguard was tried but the device was not able to be advanced. Thus, as initially planned, the abdominal artery approach by celiotomy was selected. The lesion area, from replaced aortic arch graft (just below left subclavian artery) to 3 cm above of celiac artery, was covered by two (2) relay devices. Relay 34-250 (straight type) was implanted in proximal side through just below left subclavian artery first (zone3), and then, relay 36-250 (straight type) was implanted in distal side." "The distal side relay was implanted so as to be stayed 3cm above celiac artery by overlapped with the proximal side graft more than 10cm. The implant procedure was performed in accordance with IFU. After implanted, it was confirmed no endoleak was observed and aneurysm was disappeared. Entirely balloon touch-up is performed and the procedure was successfully done. When awaking, the pt's limbs didn't move. Doctor's comment: the paraplegia was predicted prior to the procedure because the wide range of aorta should be covered by graft(s). The vessel might be occluded by athero scattered through the shaggy area in distal side of descending aorta. Celiotomy approach should be selected first. The pt is recovering and follow-up will be continued."